Event description:
This is filed to report the gripper actuation issue and the unidentified bodily material present on the gripper. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds, 10622r161) was advanced to the mitral valve. The leaflets were grasped however the physician kept failing to capture the anterior leaflet. Independent gripper actuation was performed in an attempt to capture the anterior leaflet, but it was noted that the anterior gripper would not lower. The clip was retracted back into the left atrium and the grippers were re-tested both independently and simultaneously. The anterior gripper still did not lower and the cds was removed from the patient. Once the clip was outside the patient¿s body the physician opened the clip and noticed an unidentified bodily material present on the grippers that was interfering with the function of the gripper. The device was exchanged for a new cds (10729r257), and the procedure continued. The second cds was advanced to the left atrium and gripper functionality was tested. The grippers worked and the clip was advanced below the valve. While attempting to capture the leaflets the anterior gripper would not lower. The grippers were cycled, and the anterior gripper still did not lower. The cds was removed from the patient and the procedure was aborted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to capture the leaflets appears to be due to patient morphology/pathology. The gripper actuation issue was due to the unidentified tissue injury; therefore, attributed to procedural condition. The tissue injury appears to be due to multiple attempts to capture the leaflets. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.